Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported the stent was noted to be dislodged from the 2.50x38mm rx xience xpedition stent delivery system (sds) prior to use. The dislodged stent was found next to the protective sheath. Another xpedition sds was used to complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was returned. A visual and functional inspection was performed and the stent dislodgment was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. As there were crimp marks visible on the balloon between the markers suggesting the stent was originally positioned correctly and securely at the time of manufacture, the investigation determined the reported difficulties appear to be related to circumstances of the procedure. It is likely that inadvertent mishandling and/or forced sheath removal during unpackaging resulted in the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.